Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the valve is not adjustable.

Manufacturer narrative:
The valve was returned in an unknown fluid using the retunkit. The valve was at pressure level 9 cmh2o. A visual inspection was performed and a scratch was observed but there was no obvious damage. The parallelism of the valve body where it becomes parallel was tested with a dial gauge. In contrast to the optical controls, the measurement of plane parallelism was possible to detect a deformation. The measured value was 0.0420 mm out of tolerance (tolerance +/- 0,02 mm). The dial gauge with valve, the value was outside of tolerance; the pressure was too high. A penetration test was performed to check a possible blockage of the valve. This test is at a hydrostatic pressure difference of approx. 20 - 30 cmh2o in flow direction carried out. The investigation showed that the valve is permeable. To measure the brake release force the brake force meter was checked. Housing must be exercised to release the rotor to the valve through the magnet integrated in the device. The brake functioned properly. The braking force measurement, however, could not be investigated, as it was under point "3.6 verstellest" described, not possible was the valve too adjust. After opening the progav there were strong deposits inside the valve. This potentially affected the functionality of the valve. There is no need for further action. The problem is one of the known, unchanging risks of hc therapy with shunt implants. No additional actions were required.